Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model. Vivo 60 does not have a product code listed so the vivo 50. The vivo 50 510(k) number is (B)(4). This medwatch report is a result of a retrospective investigation of customer complaints and has been deemed reportable due to insufficient patient information. Based upon the information that breas presently possesses, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event. Being part of a retrospective analysis, this report is submitted later than 30 days after the initial date on which breas became aware of the event, as has previously been discussed with the FDA.

Event description:
Authorized distributor in (B)(4) reported a vivo 60 device allegedly stopped treatment while running, for no apparent reason. It was not attached to the patient at the time. Corrective action was taken and the ventilator checked and deemed fit for use. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model.